Manufacturer narrative:
One infusion administration set was received for evaluation in relation to the reported event. The returned sample was received in decontaminated conditions inside a plastic bag without its original packaging. Visual inspection of the device noted it was received without the blue clip and the pump tube is also observed to be detached from the casing. A solvent mark was observed on the pump tube, and due to the device being received in damaged condition, functional testing could not be conducted. The reported event was unable to be confirmed or replicated. Root cause was unable to be determined as the reported event could not be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient experienced a continual downstream occlusion alarm. Patient confirmed tubing not kinked nor obstructed in any way; tubing only changed yesterday. The reporter confirmed tubing not obstructed in any way. There was no patient injury reported.